Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date unknown. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not yet been returned to manufacture.

Event description:
It was reported that when a dental crown was placed a barrier was not placed between crown and screw to keep cement out. The dentist that inherited the case was attempting to remove the abutment but he could not remove the abutment screw and the head of the screw stripped. It is not additional information about the screw by the dentist as he inherited the case.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.